Event description:
It was reported by service report that the bed was stuck in high height. The customer could not determine whether there was pt involvement and/or adverse consequences.

Manufacturer narrative:
Result: bed height limits needed to be re-burned.